Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Root cause could not be determined and complaint is unconfirmed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle broke during use. The following information was provided by the initial reporter: material no.: 381523 batch no.: 9347475 it was reported that the needle is breaking while in use. Per email: we got a safety report from a gastroenterologist in our endoscopy department (B)(6) /2020 about a 22g angio cath needle breaking while in use. The event details that we have are below. 22ga winged tipped catheter broke while inserting into patient. No harm was reached to patient. Removed instantly. Floor nic removed all 22ga catheters with same lot number from floor stock and replaced with new lot product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle broke during use. The following information was provided by the initial reporter: material no.: 381523, batch no.: 9347475. It was reported that the needle is breaking while in use. Per email: we got a safety report from a gastroenterologist in our endoscopy department (B)(6)2020 about a 22g angio cath needle breaking while in use. The event details that we have are below. 22ga winged tipped catheter broke while inserting into patient. No harm was reached to patient. Removed instantly. Floor nic removed all 22ga catheters with same lot number from floor stock and replaced with new lot product.